Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set pulled out of the patient during use. The patient's blood glucose was reported to be at the highest value at 400 mg/dl. The patient changed his supplies and delivered insulin to address the high glucose. No permanent injury was reported. See MFR: 3012307300-2017-00611.